Manufacturer narrative:
Exemption number e2015055. Seven devices were received for evaluation; 6 events were confirmed during testing. Three devices were found to be affected by a worn wedge. Two devices were found to have high impedance. One device was found to have a non-stryker repair. The reported event was not confirmed for 1 device; the device was found to be within specification for the reported event. These devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device had unintended activation. There was no patient involvement; no patient impact.